Event description:
1) acct. Reports leak in one port of tubing. Questionable loss of fluid (100cc). Stopped IV and changed tubing. No medical intervention needed. Occurred on pediatric pt. 2) pt. Had a groshen catheter with total perentral nutrition, lipids, hydration. Pump being used to infuse fluids into double lumen. The y-connector tubing had broken after the pt. Returned back to bed after being in bathroom. The lipid line had broken and total perentral nutrition and lipids were leaking. No medical intervention needed. Tubing changed which is considered a nursing intervention. Returned samples not identified with problems, therefore both problems being logged against sample.